Event description:
Caregivers were transferring resident from bed to wheelchair with a maxisky 600 ceiling lift. While they were turning him to line him up with the chair, the left shoulder clip on the sling came off the spreader bar. Resident did not fall out of the sling. Caregivers quickly lowered the resident to the floor. They then re-attached the sling, raised him up and lowered him onto the chair. No injuries were reported.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by (B)(6) on behalf of the MFR bhm medical, inc (B)(4). Additional info will be provided following the conclusion of the MFR's investigation.